Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead dislodged several days after being implanted, resulting in rv loss of capture (loc). Rv sensing and impedance measurements remained normal. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
A revision procedure was performed, during which the pocket was reopened and the rv lead was successfully repositioned. This event will be updated if any additional information becomes available.